Manufacturer narrative:
(B)(4). Batch #u5ev8p. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the clamp release button damage and with no reload present. During the evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage to the bulkheads contacts has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached as to what may have caused the clamp release button breakage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during the radical resection of lung cancer surgery, could not fire without motor sound on the 1st firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.